Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified a crack in the rim of the minicap. Functional testing of the device included leak testing; the device did not meet leak test specifications. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation, it was discovered that the minicap was cracked. There was no patient involvement. No additional information was available.